Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient was scheduled for lead replacement surgery due to dislodgement. During the surgery on (B)(6) 2017, the physician was unable to unscrew the lead from pacemaker. The physician tried several times with screwdrivers and a surgical knife, the lead could still not be released. Repeated maneuvers resulted in removal of lead's silicone layer. Eventually, the physician elected to remove the pacemaker along with the lead. A new pacemaker and lead were implanted. Patient was stable and did not experience any adverse events.